Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller pcb assembly and user interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system controller and user interface pcb assemblies and was unable to duplicate the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device would not recognize the quick connector. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.